Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Material: unknown batch#: unknown. It was reported that the bd syringe stopper separated from the plunger. The following information was provided by the initial reporter: rcc received a complaint via email. Notification only (no lot reported) for pr# (B)(4) ¿ needle - bent/broken/damaged. Bd syringe: plastic dosing syringe, bd syringe lot numbers: unknown, date of event: 11mar2020. Complaint description: report received from pv on 05dec2024: patient states that one syringe/needle had a defect. The black plastic piece of the plunger was stuck to the barrel of the syringe and the plunger piece disconnected from it. One syringe/needle out of the three kits was affected. Argus case ID: (B)(4), product: gattex, country of origin: united states . Sample / photo availability: no sample or photos were provided to takeda. Ae: yes, argus (B)(4), potential missed dose.